Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with no battery cap, therefore cannot determine if battery cap is cracked and damaged. Device received was properly tested using a test battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to water and not working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reports there is fluid in the battery compartment. Customer states o-ring was in place. Customer stated battery cap was damaged. Customer stated the home screen did not appear on the display. Display did not return. The device will be returned for analysis.